Manufacturer narrative:
The astral device was returned to resmed and extensive engineering investigation was performed. Internal inspection of the device and pneumatic block revealed signs of water contamination. Based on all available evidence and previous investigations of similar complaints, the reported system fault error message (sf 101) and subsequent power failure were most likely due to contamination found within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) and subsequently shut down. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) and subsequently shut down. There was no patient injury reported as a result of this incident.